Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with top case chipped on corner and has broken tubing guide, bottom case has large hole in back, and keypad gouged by power button. Event history log review was performed and found "pharmguard data transfer recommended" in the ehl. Visual inspection and power up process were performed. The customer's reported problem was confirmed. According to the investigation, found 'pharmguard data transfer is recommended' at power up which was caused by full pump memory. According to the investigation, service downloaded history with pharmguard toolbox and performed pm and all functional tests which passed. Investigation also installed missing cable guard, replaced damaged top case, bottom case and right plunger case, replaced interconnect board due to broken high profile c9 capacitor, replaced damaged plunger cable and replaced old motor mount, worm coupling and blue worm gear due to normal wear. Changed the electronic s/n in the pump from m80388 to m94350.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited continuous alarm data transfer recommended. No patient involvement reported.